Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest cgm value of 334 mg/dl about 1.5 hours after a meal of baked potato, steak, and salad while using an inset infusion set on the abdomen with a dexcom g7; no device defects were observed by the user, and the user administered subcutaneous fast-acting insulin and later reconnected to the pump. Symptoms included headache and blurred vision. Outcomes included an unexpected medication intervention to correct glucose, without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and the medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.